Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that when priming, it was noticed that insulin could leak from the quick connect and customer was not sure if she was getting all of the insulin. Customer's blood glucose was unknown. Customer also reported to have difficulty priming at times. Customer was advised that supplies would be replaced.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.